Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced sweating. The cgm reading was 40 mg/dl, and the blood glucose reading was 400 mg/dl. The patient self-treated with insulin via injection and ate food. As the symptoms persisted, the patient went to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was still 400 mg/dl. The patient was treated with intravenous fluids and other further unspecified treatments. The patient was discharged after 5 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.